Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered a red alert. Further review noted there was a drastic change in rv measurements in january. Intrinsic amplitudes had decreased from 5-6mv to 1-15mv. In addition, impedances rose from around 400 ohms to 1500 ohms and recently, the impedances became out of range which triggered the red alert. The patient was tested in clinic and there was no capture at maximum output. Noise was not observed with any testing and a lead revision was scheduled. The lead was then extracted and replaced with a competitor's product. During the revision, the physician could not pass the stylet past the clavicular region. A fluoroscopy was then performed which showed a fracture in that area. No additional adverse patient effects were reported.